Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (therapy electrodes non-functional) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to the electrode belt distribution node. The trunk cable was pulled short inside the dn, pulling the heat shrink off the pulse wires in the distribution node, causing the pulse wires to short together. The root cause for the pulled trunk cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the therapy electrodes were non-functional.